Event description:
It was reported that the lead was dislodged and was confirmed via x-ray. Patient reported experiencing shortness of breath when lying down at night, consistent with orthopnea. At pre-op check, loss of capture and high threshold were observed. The lead was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.